Event description:
A consumer reports experiencing "dry, irritated, red eyes and a corneal infection" with use of this product. He added that his eyes were "gunky and hurt when he looked at bright objects or was outside in the sun". He stated that after his eyes healed, he would use new contact lenses with product and his eyes would become red and bloodshot again the consumer indicated he visited a hospital in 2007 where he was treated with an ocular antibiotic medication and he discontinued use of product. Per consumer, the symptoms resolved and he did not restart product use. He wears natural touch contact lenses, nine hours daily. The replacement cycle for these lenses is yearly. A nurse from the physician's office provided info in 2008 reporting the consumer was diagnosed with "keratoconjunctivitis". She states the consumer was referred to an optometrist but he did not go.

Manufacturer narrative:
Evaluation results: the complaint device associated with this report was received and evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 127496f. Add'l info was requested from the consumer on 12/24/2007 and 01/10/2008. Consumer provided info on 01/17/2008. Add'l info was requested from the physician on 01/23/2008 and 01/29/2008. Physician's nurse provided info on 01/29/2008.